Event description:
The head of the locking screw could not be locked with the plate. The surgeon tried to push the plate and the plate was deformed. The plate and screw were removed from the patient's bone. The plate was reshaped and fixed with a locking screw without any problem.

Manufacturer narrative:
The plate was implanted back in patient and hense was not available for investigation. Thus any problems associated with the plate could not be determined.